Manufacturer narrative:
The importer previously submitted a report stating a complaint that smoke emitted from a device and evidence of melted plastic was present. The device was received by the importer's service center and evidence of melted plastic and liquid inside the device was observed by the technician. The device was forwarded to the manufacturer for evaluation. During the manufacturer's investigation, evidence of melted plastic was observed between the connecting components between the equipment and the water chamber. No signs of internal thermal damage to the circuit board or surrounding cables was observed. The manufacture's evaluation concludes that the source originated from outside the equipment and not from the equipment itself.

Event description:
A durable medical equipment company contacted 3b medical to report that smoke "emitted" from device and evidence of melted plastic. No further information about the patient or the event was provided. B3, date of event, was left blank.